Manufacturer narrative:
After battery installation, the down keypad button did not work. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable. Unable to perform displacement, and self tests due to the keypad anomaly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm during self test. The customer stated a customer was able to clear the alarm. Customer did receive request to rewind insulin pump. The customer stated troubleshooting started with slowly responsive buttons, they cleared after a self test and pump error alarm restart and rewind was performed. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.